Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). The actual device was not available; however, a retained sample was evaluated. The two retention samples underwent visual inspection with the naked eye and both units were conforming. The two retention samples were submitted to an air passage test, and no blockages were found. A functional test was performed where the sets were load into an infusion pump. The functional test was performed at a flow rate of 100 ml/hr with a volume of 20 ml for 12 minutes, and the flow of liquid was observed throughout the set with no issues. After the infusion was completed, the weight of the measuring cylinder with the volume of the solution delivered was measured and the reading was within the acceptance criteria. The reported condition was not verified for the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set would not properly connect to an unspecified pump. The photosensitive set was connected to tpn (total parenteral nutrition); however, when connecting to the pump, the pump displayed the error "not connect". During troubleshooting, the set was connected to three other infusion pumps, and it observed that the set would not properly install on the other pumps as well. To resolve this issue, a new set was installed on one of the pumps, and therapy was started without complications. There was no report of patient injury or medical intervention associated with this event. No additional information is available.